Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic problem resulting in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer reported the scope was not working. They tried using different monitors, but when the scope was plugged up, there received a message on the image that says "comm error" during set up involving an olympus bronchovideoscope. There was no patient injury reported.